Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that per the complaint details, a revision surgery was performed due to pain and loosening of the femoral component and tibial baseplate. S+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported events; however, the doctor says the ¿s+n devices were not defective¿. The patient impact beyond the reported pain, loosening and the subsequent revision could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after the procedure, revision surgery was performed due to the pain and loosening of the femoral component and tibial baseplate. The doctor says the s+n devices were not defective. Backup from smith & nephew was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.